Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported the product was inserted during emergency resuscitation (cause unknown) and the cuff was observed to deflate shortly after being inserted. The customer reported that the cuff was checked prior to use. The customer reported that replacement of the tube was required however; no adverse event to the patient reported.